Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra aortic balloon pump (iabp) had autofill error when setting up unit to use. No patient involved.